Manufacturer narrative:
The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a no delivery alarm. Customer stated that she felt the insulin pump vibrating for approximately 2 hours. The customer¿s blood glucose was 400 mg/dl at the time of the incident. The customer's current blood glucose was 427 mg/dl. Customer treated for high blood glucose with insulin pump. Customer reports they have not contacted their healthcare professional regarding the high blood glucose. Based on customer report customer does not allege pump was under delivering. Customer stated that the drive support cap appears normal (slightly indented). Customer is not calling back to perform an high pressure test. Customer reported that tubing has one air bubble. The insulin pump will not be returned for analysis.